Manufacturer narrative:
(B)(4). We have not received any sample or picture showing the defect. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn violet suture. The client reported that found five sutures inside when opening a package. The defect was detected prior to use. On the morning of (B)(6) 2020, in the patient's cholecystectomy operation, the instrument nurse found that there were five needles in the original package, which should have been four. Then stopped using the package. Due to the timely discovery, no adverse effects on patient. No sample or picture provided.